Event description:
It was reported that fibers were observed in a tpn bag. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available for evaluation. The reported condition was confirmed during visual inspection. Visual inspection revealed two very tiny particles in the bag. No other test was performed. The cause of the reported condition is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.